Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use while bd syringe luer-lok¿ tip while still inside the package it was noticed that there was liquid in between the stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Two sealed 10ml packaged syringes were received and confirmed to be from batch #8131530 and 8116864 (p/n 302995). The samples were visually evaluated. The syringes were found to have no visual defects. The observed liquid is a trace amount of silicone which is used in the assembly process of the syringe. The amount of silicone observed is normal and expected amount for this product per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Investigation conclusion: root cause not defined since defects were not confirmed in samples received. No corrective actions recommended since product defect was not confirmed. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields. Event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that before use while bd syringe luer-lok tip while still inside the package it was noticed that there was liquid in between the stopper. There was no report of exposure, serious injury or medical intervention.